Event description:
In 2009, the lay user/rptr in the united kingdom contacted lifescan on behalf of the lay user/pt alleging the one touch ultra meter read inaccurately. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the pt or rptr, but the tsr was not able to contact the pt or rptr. The results in the memory were 3.5 mmol/l at 10:28 am the same day, 10.1 mmol/l at 4:27 pm on the day before, 8.7 mmol/l at 7:26 am that day, 5.9 mmol/l at 8:13 pm two days prior to original date, and 7.7 mmol/l at 4:22 pm. No comparison could be made between readings, because they were taken greater than 20 minutes apart. The rptr said the pt visited the hospital for a checkup that day, and the hospital staff reduced the pt's insulin by 2 units. The rptr was not familiar with the type and amount of insulin the pt takes. The rptr said that due to the issue the pt suffered "hypos." It would be helpful to know the pt's specific symptoms, how soon after testing the symptoms occurred, how long the symptoms lasted, what was done to treat the symptoms, what the pt's medication regime is, and what a normal reading is for the pt. It was determined during the troubleshooting telephone call, the pt's testing technique was correct and the puncture area was cleaned correctly. The meter was set to the correct unit of measure at the time of testing. The results were verified in the meter memory. This complaint is being reported because there was an allegation that the meter readings were inaccurate and that the pt had symptoms of hypoglycemia due to the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.